Event description:
Nellcor puritan bennett rec'd a report from a svc center where a customer reported receiving an n-560 where upon inspection a low audio level was found.

Manufacturer narrative:
Nellcor puritan bennett eval concluded that the problem was isolated to the main pcb.